Event description:
The patient reported blood glucose results of "7.7 mmol/l, 8.0 mmol/l and 4.6 mmol/l" with the lifescan meter, performed within 10 minutes of each other. The patient also reported blood results of "11.6 mmol/l, 2.8 mmol/l, 11.1 mmol/l, 21 mmol/l and 12.1 mmol/l" with the lifescan meter, performed within 10 minutes of each other on the previous day. The meter and control solution were replaced.